Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported a shaft break occurred. An agent dcb mr 2.50 x 20mm was selected for treatment of the target lesion. As the device was navigated into the lesion, the balloon shaft broke near the hub. The device was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.